Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Second revision surgery on (B)(6) 2020 due to dislocation. Surgeon explanted ø36/+9 standard humeral cup and ø36 centerd glenosphere and implanted a new ø40 excentred glenosphere, a new ø40/+3 standard humeral cup and a new +9mm humeral spacer. First revision surgery on (B)(6) 2019 for dislocation (MFR n°3014128390-2019-00059). Primary surgery on (B)(6) 2019 due to omarthrotis with rotator cuff tears.